Event description:
It was reported that the user experienced difficulty removing the connector from the ilet during every supply change, requiring pliers and prompting troubleshooting and education; blood glucose was around 219¿220 mg/dl and trending down, and the device displayed an insulin low alert, consistent with a device problem of failure to disconnect related to the connector/coupler. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified involving failure to disconnect at the connector/coupler. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.